Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a coil placement treatment procedure the coil detached inside the hub. The vessel location and characteristics are not known. The physician attempted to advance a 12mm x 30cm fibered idc occlusion system into the renegade microcatheter, however, the coil detached inside the hub. The physician used pushable coils to complete the case. No patient complications were reported and the patient's status was ok. Device analysis revealed that one of the interlocking arms of the pusherwire detached and was missing.

Manufacturer narrative:
(B)(4): the pusher wire was returned out of the introducer sheath. The introducer sheath was examined and the twist lock was fully opened and the pusher wire was broken and severely kinked. Microscopic examination revealed that the pusher wire break occurred at the distal solder joint and the interlocking arm of the ss coil (pusherwire) appeared to have been pulled off and severely stretched. The interlocking arm of the ss coil was not attached and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)